Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during paraesophageal hernia repair and lap cholecystectomy, the device jaws kept sticking during the procedure. There was no patient injury.